Event description:
It was reported that the device was used in conjunction with a swanz-ganz catheter, model no. 139f75. Reportedly, the catheter was sticking to the inside of the introducer while trying to remove the catheter. The catheter broke off inside the patient.

Manufacturer narrative:
Device not returned.